Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) approximately 3 years and 8 months post transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra the valve failed due to stenosis. The patient presented with shortness of breath. A valve in valve was done placing a 23mm sapien 3 ultra valve. The valve was successfully implanted, and the patient is in stable condition. The mean gradient was greater than 50mmhg and the valve area/index was less than 0.5cm2. Post valve in valve the gradient was 3mmhg.